Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. The occlusion was found to be within the cartridge. The customer reverted to manual dose injection for insulin therapy.